Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured medial side and part of lateral side. The device was manufactured in july of 2014 and had an approximate field life of two (2) years and seven (7) months with an unknown frequency of use. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The complaint is considered confirmed as the returned tasp was fractured. The root cause is considered to be a previously addressed design issue. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This is report 1 of 2 for this event: 0001822565-2017-01494, 0001822565-2017-01494.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a persona tasp fractured during use. Additional information has been requested but is currently unavailable.